Event description:
When removed from the packaging, a wing on the 5.5-dm edc was clearly smushed up against the catheter. When it was entered into the bronchoscope, the wing came off of the edc. The wing was retrieved through the suction tubing.